Event description:
A report from the distributor stated that the coil had detached before current was applied. The dr claimed there was no aggressive handling of the device. The pt was reported to have no adverse sequelae to the event.